Event description:
An MRI was done to re-examine the patient's granuloma (see manufacturer's report # 6000030200802625) and showed epidural migration of the catheter. No patient symptoms were reported. During the surgical procedure, aspiration from the catheter access port was not possible. The catheter was replaced. The type of medication being delivered via the pump/catheter system was not reported.